Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Top of the round part came off completely- eb17 brush head [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the top of the round part of the oral-b flexisoft brushhead came off completely. The brush head had been used 5 or 6 times. No symptoms developed.